Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing undesired and non-target stimulation. Lead migration was confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was discarded and will not be returned.